Manufacturer narrative:
Correction: section d6b: date of explant on the initial report should have been blank.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient had a hematoma and was experiencing loss of leg movement post implant. As a result, the patient underwent surgical interevention on (B)(6) 2023 during which the lead was repositioned. The patient was recovering post-operatively.